Event description:
An ophthalmologist reported a male pt experienced paracentral corneal absces (os) while using bonjour multi-purpose solution. Outcome listed as corneal opacification (os); va=6/10 and p3. Repeated attempts were made to obtain further information regarding pt and treatment; no response. Batch review of reported lot was performed; no deviations noted. Micro evaluation of retain unit found the solution to be sterile. Complaint unit is not available for testing. No other reports have been received against this lot. No further information is available or expected.